Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they detected a strong burning smell coming from the cobas p 612 pre-analytical system. The area surrounding the instrument was evacuated for about 15 minutes. The field service engineer determined that the burning smell was caused by the heater of the recapping module. The complete heater unit was replaced. The temperature of the recapping unit continued to increase to more than 180 degrees celsius. During testing, a printed circuit board relay was found to be defective. The relay was replaced and there were no further issues after doing this. Photographs of the issue showed charring in the area around and on the heater unit. No adverse events were alleged to have occurred as a result of the issue.

Manufacturer narrative:
Material was requested for investigation but was not provided. The electric parts would not burn since they are made of non-flammable material listed by "underwriters laboratories, inc." (Ul). The investigation did not identify a product problem. The cause of the event could not be determined.